Event description:
It was reported by the customer that their insulin pump keypad was unresponsive and the display screen is frozen. Customer stated they removed the batteries from the device and after reinserting, received a battery out limit alarm. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 217 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response due to corroded keypad traces. Unable to verify the battery out limit due to the button/keypad anomaly. No frozen screen noted. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.